Event description:
The customer called to report a constant tone and a blank display on the insulin pump. Troubleshooting was performed and the problems continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone due to a faulty liquid crystal display driver board.